Event description:
It was reported that a polarsheath was used in a atrial fibrillation (af) ablation procedure. The initial ablation with the polarx catheter was completed without any reported complications. Following ablation with a polarx catheter, the physician decided to perform additional touch-up ablations with a 7 french non-boston scientific radio frequency (rf) ablation catheter while still using the polarsheath. During the ablation with the non-boston scientific catheter, a blood leak from the proximal end of the handle was observed. The procedure was completed without exchanging the sheath. No patient complications were reported. The polarsheath has been returned to boston scientific for analysis. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual examination revealed no visible issues. There was a slight c-shaped tear connecting to the outer slit of the hemostatic valve. The polarsheath passed aspiration testing with syringes at various flow rates and hemostatis valve testing at 5.5 psi. However, the device did not pass aspiration testing after a polarx catheter or dilator were removed. The device was gently pressurized with 6 psi at the flushing line luer fitting while plugging the distal tip of the catheter. The valve body was then submerged in a beaker of water, no bubbles appeared. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
It was reported that a polarsheath was used in a atrial fibrillation (af) ablation procedure. The initial ablation with the polarx catheter was completed without any reported complications. Following ablation with a polarx catheter, the physician decided to perform additional touch-up ablations with a 7 french non-boston scientific radio frequency (rf) ablation catheter while still using the polarsheath. During the ablation with the non-boston scientific catheter, a blood leak from the proximal end of the handle was observed. The procedure was completed without exchanging the sheath. No patient complications were reported. The polarsheath has been returned to boston scientific for analysis.